Manufacturer narrative:
Base tube weldment.

Event description:
It was reported by service report that the base tube weldment was broken on the cot. No pt involvement or adverse consequences are reported.